Manufacturer narrative:
Review of the mfg and qc records for this lot of product. The mfg and qc records found no deviations from specification. The evaluation of the returned product confirmed that the sheath separated from the hub. Only one plug was returned which was uncontaminated and mostly protruding from the distal end of the sheath. The proximal end of the sheath had been stretched to the point that it securely gripped the plunger tip, and the hub was returned separately. It is unclear how the hub could possibly have been removed from the device. It is highly probable that some unreported manipulation of this device was performed post-procedure. The sheath was severely buckled about 1 cm from the proximal separation. The buckle is not accompanied by a bend and the sheath appears to have been forced back to a straight configuration. The complaint does state that occlusive pressure was held about 3/4" above the site, which is too close to ensure that bending of the sheath does not occur. Definite evaluations are more likely when parts are returned with a minimal of post-procedural handling.